Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2004, the patient presented with pre-op diagnosis of: degenerative disks at l4-l5 and l5-s1; herniated nucleus pulposus, l 3-l4; low back pain, 50% and light radicular pain, 50%. The patient underwent following operations: posterior spine fusion, l4 to the sacrum; segmental instrumentation, l4-l5-s1 with xia titanium system by stryker; right transforaminal lumbar interbody fusion, l4-l5 and l5-s1; placement of stryker 10-mm cages with autologous bone graft and bone morphogenic protein, l4-l5 and l5-s1; application and removal of mayfield tongs; right iliac crest bone graft; lateral diskectomy, l4-l5, l5-s1, and central diskectomy, l3-l4, right; placement of epidural catheter, l3-l4, left; intraoperative neurophysiologic monitoring system for 4 hours, of emgs and testing of nerve root. Per op notes, "..at l4-5, disk was removed. The disk space was irrigated. A 10 x 25 mm stryker peek cage packed on the back table with autologous bone graft and a half slice of bmp sponge. The half slice of sponge, along with additional autologous bone for approximately 5 cc, was packed into the anterior part of the disk space. The cage was then packed behind it, using the inserter and mallet. Attention was then turned to l5-s1. A short stryker peek cage, measuring 10 x 20 mm was packed on the back table with another half piece of bmp sponge and autologous bone graft. The other half plus a full sponge, were packed anteriorly, along with approximately 4 cc of autologous bone graft. An enchilada roll of bmp was now placed along with additional bone graft. Autologous bone graft, along with the last slice of bmp sponge was applied over this. This created a 360-degree fusion (tlif, posterolateral and direct central posterior).